Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint "tip broke when in use." The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.53" was found to be broken off the yaw pulley.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the fenestrated bipolar forceps instrument tip was broken off. The procedure was completed with no reported injury.